Event description:
It was reported that there was a patient incident when the display on the pump read 6.5ml remaining but the cassette was empty and had air down the line.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no tamper seals present. The device was observed to be in good condition. The event history log was reviewed for evidence of the reported problem, nothing was found. To conduct functional testing the device was powered up to run infusion. Upon testing, the device was unable to duplicate the reported problem. During testing it was revealed the deltec accuracy was over delivering. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.